Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Observed the meter did not power on with button, or strip insertion. Unable to set time and date or verify uom (units of measurement) due to the meter not powering on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cases meter; no issues were observed. An extended investigation was also performed. Mix match testing was performed to determine the cause of the reported issued. A new unused cpu (central processing unit) was placed on the returned printed circuit board assembly (pcba). The returned meter powered on and was able to function. The returned cpu was then placed on a new unused pcba, observed the new unused pcba did not power on. It was determined that the cause of the blank screen was due to faulty (cpu), thereby preventing the meter from powering on. Since the cpu acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Therefore this issue is confirmed to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.